Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a skin irritation. It was reported that the patient had removed the lifevest for a week due to a skin irritation on her back. The patient reported that her doctor prescribed her lamisil and that her back was not itch as much. During a follow up the patient reported that the irritation was improving.